Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept turning off and on and resetting itself. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the station kept turning off and on and resetting itself. A technical support specialist (tss) investigated windows event viewer and found errors with service control manager and distributed com. Tss called the customer for more details, and the customer stated that a field service engineer (fse) had already fixed the issue. However, no additional repair information was provided despite multiple follow-ups. The system functioned as intended after the technician repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept turning off and on and resetting itself. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.